Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a ventilator inoperative was reported. The technician recommended replacing the device's system board to address the issue. No further investigation is required at this time.